Manufacturer narrative:
Device passed the displacement test, rewind, a21, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected a21 alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked belt clip slot, cracked reservoir tube lip and missing address serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and unexpected restart error. Customer stated they clear alarm and reset again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.